Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a right bhr was performed on the (B)(6) 2006, the patient developed pseudotumors, there was lysis around the acetabular cup and loosening of the femoral head. A revision surgery was performed on the 08-nov-2017 to treat this adverse event. The patient received a tha system in exchange.

Manufacturer narrative:
H10: additional information in d10 and h6 (health effect - clinical code). H9: FDA recall from the concomitant product: z-2746-2015 for 74120150 acetlr cup hap 50mm w/ imptr. H3, h6: it was reported that right hip revision surgery was performed due to pseudotumours, lysis around the acetabular cup and loosening of the femoral head. The devices, used in treatment, have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and cup. This will continue to be monitored via routine trending, however it should be noted that devices of this size are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The clinical information provided of the clear, yellow, serous fluid with pseudotumor, micromotion of the head, and lytic defects of the acetabulum may be consistent with a reaction to metal debris. However, the source and root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.